Manufacturer narrative:
The ge service representative evaluated the system and found that the operator damaged the front arc cover and the x-ray pedal connector. He replaced the damaged components. The system operates as intended.

Event description:
The customer reported that the fluoroscopy does not work when the button is pressed. No pt injury was reported.